Event description:
Per provider, motor is getting right motor fault which means the left motor is bad per tech. Dealer stated that he drove the chair and unit received the error code and noticed a little smoke from that area. No injury or property damage reported.